Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed sensor error. Customer stated the sensor do not last the six days and the adhesive process is challenging. No blood glucose level noted. No further information reported.